Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not working properly. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. The customer reported issue was confirmed and replicated. Failure analysis found the primary failure of broken bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.053¿ x 0.156¿. As a result, the grip tips are able to freely move out of place. Additional observations not reported by site was that the instrument was found to have the entire length of the main tube surface with degradation. Improper cleaning during reprocessing most commonly causes this failure. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks.